Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated patient complication was assigned to this event.

Manufacturer narrative:
The subject device remains implanted.

Event description:
The patient underwent successful stent (subject device) assisted embolization of a right middle cerebral artery aneurysm. Nine days post procedure, the patient developed hemorrhagic reorganization of the right hemisphere. Hospitalization was prolonged and medication was given. The patient's clinical status worsened approximately one month post procedure and the patient expired approximately two months post procedure. The relationship to the stent is unknown.

Event description:
The patient, hospitalized for approximately one month because of a ruptured aneurysm followed by neurological deterioration and craniectomy and left hemiplegia, underwent successful stent (subject device) assisted embolization of a right middle cerebral artery aneurysm. The modified rankin scale was 4 before and after the procedure. Nine days post procedure, the patient developed hemorrhagic reorganization of the right hemisphere. As the hemorrhagic reorganization took place away from the aneurysm, the hemorrhagic reorganization appeared to correspond to a ¿barrier breaking injury worsened by antiplatelet medication¿. Hospitalization was prolonged and medication was given. The patient's clinical status worsened approximately one month post procedure and the patient expired approximately two months post procedure. The cause of death was noted to be septicemia and the relationship to the stent is unknown.

Event description:
The patient, hospitalized for approximately one month because of a ruptured aneurysm followed by neurological deterioration and craniectomy and left hemiplegia, underwent successful stent (subject device) assisted embolization of a right middle cerebral artery aneurysm. The modified rankin scale was 4 before and after the procedure. Nine days post procedure, the patient developed hemorrhagic reorganization of the right hemisphere. As the hemorrhagic reorganization took place away from the aneurysm, the hemorrhagic reorganization appeared to correspond to a ¿barrier breaking injury worsened by antiplatelet medication¿. Hospitalization was prolonged and medication was given. The patient's clinical status worsened approximately one month post procedure and the patient expired approximately two months post procedure. The cause of death was noted to be septicemia and the relationship to the stent is unknown.